Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
Note: this report pertains to one of two cre rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the device detached inside the patient and stent deployment could not be performed. A photo of the device was provided by the customer and showed that the rx tunnel of the device was detached. The detached rx tunnel was able to be removed from the patient using graspers. The same problem occurred with the second cre rx dilatation balloon. The procedure was completed with a third cre rx dilatation balloon and the stent was able to be placed. There were no patient complications reported as a result of this event.